Event description:
It was reported to philips that the heartstart mrx defibrillator pacing option was noticed to be missing after a software upgrade was performed. There was no patient involvement.

Manufacturer narrative:
.